Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is reportedly lost and will not be returned to the company. The recipient is doing well with the new device. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of sound and no lock with internal device and external equipment. The external equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.